Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for the event. Treatment and outcome are unknown. It was not reported if pd therapy was ongoing. It was also reported that the patient had experienced several events of peritonitis in a couple months; however, the additional cases of peritonitis could not be medically confirmed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on (B)(6) 2014. The cause of peritonitis was determined to be due to an internal cause, presumed to be due to the patient¿s past medical history of (B)(6) due to a tattoo. It was reported that dianeal therapy was ongoing. The patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.